Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with intermittent undersensing via merlin.net transmission. Review of the session records revealed massive baseline shift and resumption of sensing suggesting of device shifting off vector. Pause event did not coincide with symptoms. Further actions will be discussed with a physician. No programming changes were suggested.